Event description:
The user facility reported that the reliance eps was leaking water onto the floor and flooded the room where the unit was located. User facility personnel shut off the unit and cleaned up the water. No injuries, procedural delays/cancellations or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the drip pan strainer was clogged causing water to leak onto the floor. The technician cleaned the strainer, ran test cycles and returned the unit to service; no further issues have been reported. The reliance eps is not under steris service contract and is serviced and maintained by the user facility's clinical engineering department. Steris will confuct in-service training on the proper preventive maintenance of the reliance eps the week of (B)(4), 2012.